Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when flushing gripper, noted solution to be pooling on proximal port membrane on outside. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Neither sample or pictures were received for the analysis of complaint. No device history record was reviewed since lot number was not provided. Complaint for the failure mode "flushing gripper noted solution to be pooling on proximal port membrane on outside" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.